Event description:
The customer stated that when she pressed the down arrow, the insulin pump began to scroll through numbers on the display and did not respond to any further button presses. The customer's blood glucose reading at the time of the report was 77 mg/dl. The customer stated that she had been experiencing low blood glucose levels for 24 hours prior to the phone call. Paramedics were called to treat the customer. The customer later called back and stated that she was back due to hypoglycemia. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly, and passed all functional testing. The insulin pump scrolled normally. However, the keypad traces were found to be corroded during the visual inspection. After testing, it was concluded that the device operated within specifications.